Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a raulerson syringe and one guide wire which was kinked at 1 cm from the bottom of the j-bend and a displaced coil between the kink and the distal end. The introducer needle was not returned. An attempt to insert the guide wire through the syringe met resistance at the entrance to the plunger. Microscopic examination revealed dried blood inside the opening. Additional resistance was met at the bottom dome valve. The plunger was removed and the valve was examined. Dried blood was also observed on the valve. The residue was removed with a pin gauge and a lab inventory guide wire was able to pass through the syringe at multiple orientations without resistance. A review of manufacturing records did not yield any relevant findings. Based on the condition of the sample and the information provided, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that during insertion in the pacu, the md was unable to advance the guide wire through the raulerson syringe due to severe resistance. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.